Event description:
The pt reported he is experiencing unwanted stimulation in his legs and feet. The pt declined meeting with a sjm rep for programming. The pt will meet with his neurosurgeon as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.